Event description:
It was reported that during device preparation, when the stent delivery system was being withdrawn from the protective tubing, the stent came off the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the xience v stent delivery system (sds) noted crystallized contrast in the inflation lumen, which is consistent with preparation of the device. It was confirmed that the stent implant was dislodged from the balloon and was returned. However, there were crimp marks visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent implant outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the stent was inadvertently handled during removal of the protective sheath, resulting in the stent dislodging from the balloon; however this could not be confirmed. The protective sheath was not returned, thus it is not known how it may have contributed to the reported difficulties. Review of the device lot history record found no non-conforming material records relevant to this event. A query of the complaint database found no other incidents for stent retention issues. Based on this investigation, there does not appear to be any indication of a product quality deficiency.